Event description:
It was reported that the lead exhibited low impedance. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Should have been (B)(4)/52 (B)(4) rather than (B)(4)/52 (B)(4) on the original MDR submitted (B)(6) 2011.